Event description:
The following description of the event was copied from a mda adverse incident report received from the medicines and healthcare products regulatory agency (mhra). "Patient became respiratorily compromised as the circuit failed, was promptly supported by hand ventilation while a new circuit was put in place. Plastic port on the pressure line has failed, this is the 5th to our knowledge, different nurses and different CPAP machines, so was assumed as a possible manufacturer device." "Patient became respiratorily compromised as the circuit failed, was promptly supported by hand ventilation while a new circuit was put into place." The following additional information concerning the event and the condition of the patient was copied from a letter from the user facility that was in response to a letter sent by viasys requesting additional information. "Child was quiet, not being handled, the alarm on the unit sounded, and baby desaturated almost at the same time. Obvious that the pressure was lost, as it was alarming low pressure. Rapid support, support from hand ventilation equipment and a staff member rapidly checked the CPAP, found to be leaking from pressure line, noted to have a break in entry port. New circuit installed, no further problems encountered baby recovered quickly, although he remains on CPAP."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information provided by the user facility via a mda adverse incident report form that we received from the mhra via our EU representative and written response to a letter from viasys requesting additional information. We have requested that our distributor in another country, obtain the alleged faulty patient circuits from the user facility and return them to our manufacturing facility for evaluation.